Event description:
Patient reported that she was having difficulty with mini spike IV disp pin and requested that we send q­style adapters. No additional information provided. Expiration date is unknown. Unknown if patient missed a dose or experienced an adverse event unknown if patient has product on hand. Date of issue is unknown as not reported. Reported to (B)(6) by: patient/caregiver.